Event description:
Additional information received from a manufacturer representative reported, the patient did not receive an extension. Follow up is being conducted to clarify why an extension was explanted.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had no extension. The cause of the patient's pain was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209002781, implanted: (B)(6) 2015, product type: lead. Product ID neu_ unknown_ext, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient had pre-sacral pain at the electrode neuromodulation level. The patient had pain on palpation. No diagnostic/troubleshooting was performed. The electrode, extension and implantable neurostimulator (ins) were explanted. The patient also received antibiotics. The investigator assessed the event as not serious and not related to the procedure and related to the electrode. The event date of the recovery was (B)(6) 2015.